Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to exhibiting high capture thresholds of 2.1v. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.